Manufacturer narrative:
Additional information was received that the loss of bladder control was not related to the device and that the reported infection was not confirmed

Event description:
A report was received that the patient had possible infection. It was noted that the patient believed that the device caused the loss of control of the bladder. The patient underwent an explant procedure.

Manufacturer narrative:
(B)(4). Additional suspect medical device components involved in the event: model#: sc-8336-50, serial #: (B)(4). Description: coveredge 32, 50 cm 4x8 surgical lead, model#: sc-4316, lot #: 18599750. Description: next generation anchor kit-sterile the explanted devices were not returned to bsn. It is indicated that the devices will not be returned for evaluation; therefore a failure analysis of the complaint devices could not be completed. A review of the device history records will be conducted. If there is any further relevant information from that review, a supplemental med watch will be filed.

Event description:
A report was received that the patient had possible infection. It was noted that the patient believed that the device caused the loss of control of the bladder. The patient underwent an explant procedure.